Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced postprandial hyperglycemia while using the ilet, with glucose rising from 165 mg/dl before breakfast to 288 mg/dl and remaining elevated for approximately 90 minutes; the pattern of fluctuating glucose included recurrent highs after treatment of lows and ¿rollercoasting,¿ with reported time in low of over 6 percent and time in high of 16 percent. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention. Investigation included user counseling on proper correction technique and guidance to announce meals based on carbohydrate content rather than current glucose, as well as education regarding a potential factory reset to be performed when glucose is in a safe range. Investigation of this case revealed user-related use pattern likely contributing to postprandial hyperglycemia, with no alerts triggered due to threshold settings and no reported device supply changes. It was concluded, based on previously established findings for similar reports, that the cause was user technique and education-related, with ongoing follow-up training planned.